Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle of a 23 g x 1 in. Bd integra¿ 3 ml syringe with detachable needle inadvertently retracted during use and a consumer thought it broke off in her injection site. The consumer went to a hospital and received an x-ray, but later the needle was discovered inside of the syringe.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4202862. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.